Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Rebleeding is a known complication of esophageal variceal ligation (evl) and is affected by many clinical factors such as the severity of the varices and the underlying disease progression. The ligation process may also need to be repeated. The instructions for use states: "note: more than one ligation band for each varix may be required to control acute bleeding." In addition, the user is further instructed "if more bands are required, remove endoscope and attach a new device. Note: an average of 3 to 4 ligation sessions may be required to obliterate varices." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the patient was admitted to the hospital due to alimentary tract hemorrhage (rupture of esophageal varices). User facility conducted electronic gastroscope in ICU on (B)(6) 2021 and utilized the mbl-6-f to do esophageal varicose ligation. The patient had no bleeding after the procedure. On (B)(6) 2021, patient's alimentary tract hemorrhage reoccurred, leading to associated hemorrhagic anemia. The user facility detected through gastroscopy in the ICU that the band off [band slipped off the varix] causing the esophageal varices rupture which caused bleeding. User facility conducted esophageal varicose ligation immediately. An unintended section of the device did not remain inside the patient¿s body. The patient required ICU admission and additional banding due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.